Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that two instrument packages were damaged when the packages fell out of the cupboard and onto the floor. No patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). The device packages were returned with the tyvek torn. The damage found was determined to have resulted from handling outside of the packaging facility. Analysis results indicated physical evidence associated with user error.